Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. To resolve the occlusion events, the customer changed the infusion set and cartridge and resumed insulin.